Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in power failure. There was no patient involvement.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due touse error (facility water damage affects the function of the machine). No reported patient injury. Reported complaint will be noted during preuse testing, as contained in the user manual. Per the case, unit would not boot up, preventing use of the device.